Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Cadstream is intended to be used in the visualization, analysis, and reporting of magnetic resonance imaging (MRI) studies. A customer reported ((B)(4)) that following a routine system power down, the time within the system is incorrect and the drives are not available.